Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addrl1 implantable pacing lead (B)(6) 2012; 407645 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead had diminished sensing and increased capture threshold. On fluoroscopy, the lead was seen floating in the right atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.